Event description:
It was reported that prior to use with bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the stopper was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the rubber part ( stopper) was found to be bent.

Manufacturer narrative:
H6: investigation summary : the customer returned (1) 0.3ml 29ga syringe, reporting damaged stopper. The syringe was visually inspected and observed minor deformation on the stopper. Based on the sample returned, embecta was able to confirm the customer-indicated failure. A review of the device history record was completed for batch# 2192387. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to duplicate or confirm the customer-indicated failure. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported that prior to use with bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the stopper was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the rubber part ( stopper) was found to be bent.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.